Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump passed displacement test and self test and no displayable history crc check failed on startup alarm during testing noted. However, displayable history crc check failed on startup alarm found in alarm history due to corrupted history file. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads and broken belt clip slot at battery tube threads area. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and displayable history crc check failed on startup error. The blood glucose at the time of the incident was 18.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.